Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) system exhibited low out of range pacing impedances less than 200 ohms. It was also reported that there was oversensing due to noise, but no pacing inhibition. Subsequently, the patient underwent a revision procedure and right ventricular (rv) lead was surgically capped and abandoned and the ICD was also explanted. There were no additional adverse effects.

Event description:
Additional information was received that during the explant procedure there were no lead observations noted around the terminal pin or under fluoroscopy.